Manufacturer narrative:
The product was not returned for examination. Product information required to retrieve the device history records for review was not provided. The initial reporting stated x-rays were not available for examination. The investigation was limited to the information provided and no conclusions could be drawn about the reported device fracture based on the lack of the product to examine and the insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of a broken lps stem.